Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported cracked lower and upper casing. The functional evaluation found that the device powers on with the key lock activated and the device continuously running, establishing a relationship between the device and the reported event. The root cause was identified as a faulty button membrane. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that renasys go device arrived inoperable; its key pad does not function properly. No case involved. No harm or injury reported.